Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there wa sno pt involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation and this complain is still under investigation.